Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory system. The team reported a false impella in aorta alarm with echocardiogram demonstrating proper position. The team reported that waveforms corrected once the impella was ramped back up to p8 and felt that the impella appeared to ¿settle into place¿ with the increase in revolutions per minutes with subsequent resolution of appropriate waveforms. No patient harm was reported. The procedure outcome was successful with this device. The device was discarded after explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d1; d3( manufacturer fax); d4(serial); e1; e3. The cause of the false alarm was determined to most likely be due to biomaterial ingestion.